Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had a low blood glucose but not hospitalized. Customer's blood glucose was low mg/dl. The customer stated that she had temp basal going and gave an additional bolus that caused her to go low. Customer was offered to transfer to 24 hour helpline but declined.